Manufacturer narrative:
Mpi worked with forbes hospital to determine the cause of the unexpected table movement. The company was able to isolate the cause to the hand control by recreating the incident at its facility. As this particular table has been in use since (B)(6) 2011, the company believes the hand control was damaged from user abuse, and has sent the hand control to the supplier, (B)(4), for further evaluation. Mpi has manufactured the dbi table since 2003 and this is the first such occurrence of this incident. The occurrence rating for this incident for the dbi tables sold since 2007 is (B)(4), or remote. If the incident were to occur again, the harm would be minor (contusion or ripping of the skin). As such, mpi has determined that no field action is necessary as this event can be prevented with user care of the hand control.

Event description:
The patient was on a decubitus breast imaging (dbi) table with her left breast in compression. The table moved unexpectedly, at a normal rate of speed, approximately 9-12 inches, pulling the patient's breast out of compression. There was no death or serious injury as a result of this event, only discomfort and possibly bruising from the breast being pulled from compression. The user facility, forbes hospital, confirmed that the patient was not injured. However, medical positioning, inc. (Mpi) has determined that a recurrence of the event could lead to a contusion or ripping of the skin.